Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 1014 mg/dl. Cause of bg level was not known. Customer went to the emergency room with high ketones identified as life-threatening by a healthcare provider and was subsequently admitted to the intensive care unit. Customer was treated with intravenous fluids of saline and insulin, resolving the issue with no permanent damage. Customer still in hospital at time of report so no release date could be obtained.